Event description:
Pt undergoing therapeutic plasma exchange through a femoral catheter was found in the morning with the catheter pulled out but the suture wing still sutured in place and the sutures intact. There was no injury to the pt.